Event description:
It was reported that pump housing around usb port was damaged after pump was dropped, causing screws to fail and pump to no longer be watertight, although charging ability was not affected. There was no reported impact to the customer¿s blood glucose level. Customer planned to continue using current pump and rely on alternate method if necessary, while technical support arranged shipment of replacement pump, confirmed shipping details, provided instructions for storage mode and pump return within 10 days, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement pump.